Manufacturer narrative:
It was reported that the electrode placement was not very accurate. The device history record review did not identify contributing factors. A preventive maintenance was performed two weeks prior to the subject event. All tests were passed therefore, the device was conform. The complaint history review did not identify contributing factors. It was however noted that a previous complaint related to an inaccuracy was received previously for this device, which investigation is in progress at this time. A review of the log files and of the patient folder from the subject event was performed. Analysis of postoperative fusion revealed that all of the twelve electrodes implanted had been inserted between 2.92 mm and 5.39 mm away from their planned entry points. Analysis of deviation shows that the inaccuracy case might have been provoked by: the image fusion quality of pre-operative images fusion, the registration method and its quality : the patient¿s head was registered on the 3d mesh with a slight rotation around the forehead area. An undetected head movement after the registration. None of these three hypothesis could be confirmed with available information then, the root cause for the inaccuracy case cannot be determined with certainty. The following use errors should be noted : the leksell frame was attached with a mayfield head holder adaptor. The registration was validated by the surgeon although an error message was displayed indicating significant differences between the reference points on the image and the points collected during the registration. Fusion analysis suggests that automatic fusions have not been manually adjusted; although skull shifts and rotations remain subtle, they might influence the final accuracy of implantations.

Event description:
After implanting depth electrodes for seeg, post-op scan was taken with medtronic o-arm. The merge with the pre-op CT appeared to be okay, and analysis with neurologist showed that the accuracy of electrode placement was not very good. Some entry points were off by 2-3mm, and some targets were off by as much as 4mm. Accuracy looked progressively worse as more trajectories were completed. There may have been possible head shift, but it is unsure. No adverse effects on the patient were reported.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After implanting depth electrodes for seeg, post-op scan was taken with medtronic o-arm. The merge with the pre-op CT appeared to be okay, and analysis with neurologist showed that the accuracy of electrode placement was not very good. Some entry points were off by 2-3mm, and some targets were off by as much as 4mm. Accuracy looked progressively worse as more trajectories were completed. There may have been possible head shift, but it is unsure. No adverse effects on the patient were reported.